Manufacturer narrative:
The reported complaint was confirmed. Per the srt, the unit was disassembled and a loose wire was found. He reseated the wire. The unit operated to the manufacturer's specifications. This complaint is related to (B)(4) / MFR#1828100-2022-00037. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
The service repair technician (srt) reported that during testing of the device at the service center, the central control monitor (ccm) had power but the screen was black. There was no patient involvement.